Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed pain in his back as well as an itchy, red spot the size on the electrode on his back. Patient reports the electrodes to be painful. The patient was given a prescription of triamcinolone and benadryl gel from their doctor. During a follow-up, it was reported that the patient's irritation improved.